Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got pump error alarm on insulin pump. The customer's blood glucose was 135 mg/dl. Self test was performed and it was failed. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.